Event description:
It was reported the pt's pain pattern is her feet and back. Since the pt was trialed and after the permanent implant adequate coverage for her back could not be obtained. The pt's physician has been informed, but the next course of action has not been determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.